Event description:
The dealer states the consumer states there is a rubber, burning smell and blue smoke coming from the chair. The chair runs for about a foot then stops.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.